Event description:
It was reported that from 2012 to 2013, the patient was given injections in the spine to try to alleviate pain. The patient complained of pain in lower back and leg grew worse. The patient toes became numb and now have little to no feeling. The patient also began to have headaches that believed were associated with stress. On (B)(6) 2012, the patient underwent surgery consisting of a cervical fusion from c2-c7 (¿the third surgery¿).the patient was implanted with rhbmp-2/acs. Post-op, the patient developed shoulder and neck pain that had never experienced prior to the cervical fusion. The patient had to wear a neck brace at all times. In (B)(6) 2013 the patient underwent MRI which indicated ¿l3-l4 interbody bone graft retropulsion;¿ a leakage of the rhbmp-2/acs in spine.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.